Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported their pain now was worse than before they had it put in and starting in (B)(6) of 2016 their back was ¿killing them.¿ in (B)(6) of 2017 the consumer got the flu so they weren't using the implantable neurostimulator (ins) or stimulation but kept the device charged. Later in (B)(6) the consumer stated the machine wasn't working because they tried to charge, but nothing was working, they turned stimulation on and couldn't feel it, and the boxes weren't coming up at all. During the call the consumer was asked to charge and stated it was working now and the boxes were lit up. The patient programmer (pp) was then used to connect with the ins which showed to charge the implant now. The consumer was advised to charge to at least ¼ full for stimulation to be turned on again.